Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: analysis of the returned device identified crease fold, wear abrasion, opening on posterior, yellow particles. Leak test and microscopic analysis was performed which identified: crease sharp opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.